Event description:
Customer reported "crashing" while at work. A blood test was not performed unitl the customer arrived at home approximately 45 minutes later. The customer's co-workers called the customer's spouse and the paramedics before taking the customer home. Once at home, a test was performed and the freestyle meter gave a reading of 325 mg/dl. The customer thought that was high. The paramedics arrived shortly thereafter and obtained a reading of 45 mg/dl. The type of meter used by the paramedics is not known. The paramedics treated the customer in their home with a lot of sugar. They also instructed the customer to get something to eat.